Manufacturer narrative:
Evaluation summary: as received the valve exhibits stent distortion at commissure 2. This led to wavy appearance of the free margins of leaflets 1 and 2. Commissure 2 has been pushed towards the center of the valve, evident in the x-ray. No other inconsistencies detected, the leaflets are flexible and the wireform is intact. The returned device was examined visually and with a light microscope (asset # 58073103), digital microscope (asset# 61059838). The x-ray used met ID# ir007626. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: there are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In the device instructions for use, the customer is instructed: "gentle handling is required for all implantable devices. If the valve is dropped, damaged, or mishandled in any way, it must not be used for human implantation." In this case, the surgeon indicated that the device was "bent" during implant of the device. We requested copies of the operative report and additional event information. However, due to netherland privacy laws, these documents will not be provided. Due to the lack of information, we are unable to determine the root cause for distortion of this device.

Manufacturer narrative:
This device is not distributed/marketed/sold/commercial in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Additional manufacturer narrative: the device history record (DHR) review has been started. The device is being returned for evaluation. The operative report and intraoperative echo were requested but are not available due to the netherland privacy laws.

Event description:
While implanting the valve, I noticed one of the struts was bent towards the middle. I thought this problem would be solved after all the sutures would be tied. The valve was perfect in place, but still one of the struts was bent and due to this the leaflets fell open. I did not dare to leave this valve in situ. So I replaced the valve for a biological valve with the same size from another manufacturer. Due to the extra replacement of the valve, the patient had an extra long clamping period during or. Also, the annulus of the aorta was damaged after the explant of the valve; so there was extra bleeding peri-or.